Manufacturer narrative:
(B)(4). The flow -sensor o the rotaflow -drive was replaced and calibrated. A system test was successfully executed to the service protocol.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the rotaflow-console showed the error-message "sig!" From time to time. It was also reported, that the flow-display failes sporadically (after approximately 1,5 hours operating time). The device was changed during procedure. It was also reported, that there were no consequences for the patient. (B)(4).

Manufacturer narrative:
(B)(4). The rotaflow-console was not returned for evaluation, only the attributed rotaflow-drive was provided. The manufacturer received the rotaflow-drive for evaluation. The device was forwarded to a supplier for further investigation. The error-message "sig!" Was not reproducible in the investigation. It was stated, that the flow-sensor showed jumps in the display when a constant flow was adjusted. It was stated that the most probable cause for this failure is the age-related defiency of the flow-sensor. The error-message "sig!" Is displayed, if the signal (signal amplitude) of the flow sensor is under a specific value. Together with the described jumps in the display at constant flow, a correlation between the error-message "sig" and the age-related wear of the flow-sensor is definitely recognizable. The device is under repair and will be sent back to the customer after completion and final testing. A supplemental report will be provided if additional information becomes available.

Event description:
(B)(4).